Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the roller pump tongue broke while attempting to occlude per the perfusionist (ccp). As a result, an alternate device was deployed. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the pt.